Manufacturer narrative:
The reported event involving a pcu module(s) ¿it was reported that the device gave an alarm and was beeping constantly. The user was unsure as to why it happened but it was believed to be due to a battery issue as the device would not turn off and the beeping persisted even after unplugging the device. It was then kept in a closet far away and the beeping stopped the next day. The device was then turned over to biomed.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the device gave an alarm and was beeping constantly. The user was unsure as to why it happened but it was believed to be due to a battery issue as the device would not turn off and the beeping persisted even after unplugging the device. It was then kept in a closet far away and the beeping stopped the next day. The device was then turned over to biomed.